Event description:
It was reported (B)(6) the scs patient programmer (pc) displayed "replace generator soon" message. The elective replacement indicator (eri) message was determined to be premature. The pc software update was performed clearing the eri message. The device is providing therapy.